Manufacturer narrative:
Updated: g4, g7, h2, h6 and h10. The suspect device was not returned for evaluation and no callback from customer to provide update on the unit.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the touch screen of vela ventilator is not responding. There is no patient involvement reported in this event.